Event description:
It was reported that pump screen became frozen and unresponsive, preventing customer from using touchscreen even though it was not physically damaged. Customer¿s blood glucose value was reported only as ¿high,¿ and there was no additional information provided regarding impact to the customer¿s blood glucose level. Customer gave a correction insulin injection using multiple daily injections, continued with this backup therapy to maintain insulin delivery, attempted a pump reset with support but remained unable to use the screen, and was provided with instructions for storage and return of the malfunctioning pump while tandem technical support arranged shipment of replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.